Manufacturer narrative:
H10: the lot number was provided, so a lot history review was performed. Ten samples were returned and three photos were provided. The investigation is confirmed for tray breakage and deformation. The definitive root cause could not be determined based upon available information. The device was labeled for single use. H10: g4, h6 (device code 2976) h11: g1, h6 (results, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c port & catheter, implanted, subcutaneous, intravascular allegedly experience tear, rip or hole in device packaging, packaging problem, fracture, melted and ambient temperature problem . This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.

Manufacturer narrative:
For the reported event, the devices was returned to bd. The sample was returned for evaluation. A photo was provided and is currently underway review. The company is still investigating the issue at this time. The device was labeled for single use. (B)(4).

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model 0603880c port & catheter, implanted, subcutaneous, intravascular allegedly experience tear, rip or hole in device packaging, packaging problem, fracture, melted and ambient temperature problem. This report was received from a single source. This event did not involve patient with no patient contact. Age, weight, and gender were not provided for the patient.